Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that right ventricular lead exhibited a high voltage output. The lead remained implanted with new implantable cardiovascular defibrillator. No additional information was available.

Manufacturer narrative:
Correction: report type - should have been a - serious injury - rather than - malfunction.

Event description:
The patient received an inappropriate shock.